Event description:
Baxter (B)(6) reported an incident in which the minicap fell off the transfer set before use. No pt injury or medical intervention was associated with this incident.

Manufacturer narrative:
(B)(4). The sample was discarded and is unavailable for analysis. There are no further measures to be taken relative to this matter. Renal product surveillance, quality engineering, and plant mfg will continue to monitor this product line and take corrective/preventative action as appropriate.